Manufacturer narrative:
Concomitant products: product ID 3889-28 lot# va11p6v serial# implanted: (B)(6) 2015 explanted: product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 3889-28, serial/lot #: (B)(6), ubd: 13-nov-2019, UDI#: (B)(4). Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for gastrointestinal/pelvic floor. Patient said they started to feel a little discomfort at the implant site and it was kind of sore, but now it is very sore and actually painful. No troubleshooting/interventions were performed prior to calling; the patient moved and does not have a managing healthcare provider (hcp). As a result of what was reported, an hcp listing was sent to the patient and they were advised to follow up with an hcp to address the medical issue. No device issue was reported and no further patient complications have been reported as a result of this event. Additional information was received from the patient. The reason for call was to report that device was removed about a year ago and said that only the neurostimulator was removed. They said that the wire/lead was left inside. There weren't any reports of even attempting to remove the lead, the decision was to remove the neurostimulator. When asked, patient said that they never got good results from the system and only experienced a little improvement initially. Patient said that the flat piece of the lead wasn't placed correctly per x-rays and patient didn't experience much improvement. Patient also said that would feel stimulation going down their leg and not where it was supposed to be. Patient also mentioned that the ins site had become irritated and painful and that was why it was removed.